Event description:
It was reported that a user experienced repeated hypoglycemic events after automated correction for elevated glucose, describing that when glucose rose slightly the pump delivered a correction and the user subsequently went very low. Symptoms included hypoglycemia. Outcomes included no long-term injury reported. Investigation included collection of additional information from the user. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no alerts or alarms reported and no device component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.